Event description:
It was reported that pump showed progressively less responsive screen, and that pump warranty had expired and pump could not be repaired or replaced. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.